Manufacturer narrative:
No service or repair of the ventilator was requested. Due to the device age and usage, the healthcare facility decided to discontinue the ventilator from use. No parts have been replaced and no ventilator logs were provided. The reported technical error code indicates an error where the control pc board lost its communication with the monitoring pc board. Alarms for this will be generated. The recommended action is to replace the control pc board. Since no part was replaced and returned for investigation, the exact root cause of the reported technical error code has not been conclusively determined.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating a control error. There was no patient harm. Manufacturer's ref #: (B)(4).